Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer¿s blood glucose level. Additional information was not provided. The customer abruptly hung up, for further troubleshooting with tandem technical support.